Event description:
One patient with discrepant alt and ast results. Initial ast result gave 0 u/l; repeat 19 u/l. Initial alt result gave 4 u/l; repeat gave 22 u/l. No erroneous results were reported. The field service rep determined the cause of the discrepancy to be due to the sample probes not rinsing properly, and adjusted sample probe and rinse station.